Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient additionally experienced facial nerve stimulation. The recipient's activation went well. The external visual inspection revealed silicone damage on the top and bottom covers, and silicone slices at the fantail and near the electrode ground ring. In addition, the electrode was severed along the lead and near the array prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires at the fantail. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevent an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. Programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.